Manufacturer narrative:
D4: added device information.

Manufacturer narrative:
D4: UDI # info is unknown this MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data analysis: the console was last used on 8/17 before the complaint date of 10/11 (imc ic9123.pdf). The console was then used again on 10/30. It is unlikely this is the malfunctioning console given the two month gap but efforts to locate the malfunctioning console were unsuccessful. Device analysis: the console performed as expected. Root cause: there was no issue found during the case. The console functioned/operated to specification. Repair: please perform a functional check on the console (0042-7316). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported the automated impella controller (aic) had lost placement signal issues while patient was on support. The controller was held for testing. The aic was not reported to have been removed during support. No further information was provided.